Event description:
It was reported "demonstrating the insertion of an io needle via power drill and the passive safety never engaged." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of 127808 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "demonstrating the insertion of an io needle via power drill and the passive safety never engaged." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "demonstrating the insertion of an io needle via power drill and the passive safety never engaged." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure to activate was confirmed; however, the root cause was not identified. The product returned for evaluation was one 45mm intraosseous needle assembly. The device was assembled, with the stylet inserted through the needle shaft. A small gap was observed between the tip of the stylet and the tip of the needle. Microscopic inspection of the sample confirmed a gap between the needle and the stylet, suggesting that the stylet was not fully inserted into the needle. The safety failed to engage initially during withdrawal of the stylet. The device was reassembled, with the safety properly engaged with the needle luer adapter. Subsequent removal of the stylet resulted in proper safety engagement. Microscopic inspection of the safety revealed it to be well-formed and unremarkable. Inspection of the luer adapter using an iso taper gauge revealed the luer to be within manufacturing specifications. The initial failure of the safety mechanism to deploy and cover the tip of the stylet was caused by the safety not being properly engaged with the needle luer connector. The proper safety function following assembly suggested that either the stylet was initially not fully inserted into the needle, or the safety became displaced by subsequent manipulation. H3 other text : evaluation findings are in section h.11.